Event description:
K-wire used in orif broke at some point following pt's initial surgery (3/29/98). Surgery to remove broken k-wire 8/10/98. Physician documentation reflects opinion that broken k-wire was result of premature use of shoulder. Pt called 10/19/98 claims "product defective." Inquired info on MFR.